Event description:
The device was used during a thoraco bullectomy. Reportedly, after firing, the jaw would not open. The surgeon was able to remove the device. The procedure was then converted to a thoracotomy.